Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the right ventricular lead measured 3.7 v through the analyzer and 5.5 v through the device. The left ventricular lead measured 4.5 v through the analyzer and 6.0 v through the device. Atypically high thresholds were noted. Follow-up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.